Manufacturer narrative:
Concomitant medical product: product ID 3037 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient stated that the battery was replaced on (B)(6) 2020. No further complications noted or anticipated

Manufacturer narrative:
Concomitant medical products: product ID: 3037, product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that since the holidays (christmas time) she noticed an issue with her symptoms worsening. The caller stated that she has been losing her bowels and they have been getting worse, and the last 4 days have been really bad for her. The caller stated that she thinks her ins has died because she cannot connect to her therapy settings using the programmer. All she sees is a poor communication; caller did not want to troubleshoot over the phone but did confirm no visible damage to the patient programmer. The caller mentioned that she moved to (B)(6) (zip code:(B)(6) and no longer has a healthcare professional to check on her device; patient services emailed a healthcare professional listing. No further patient complications are anticipated or expected as a result of this event.